Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during a percutaneous coronary intervention (pci) procedure the 20/30 indeflator was pressurized and inflated the balloon to 10 atmospheres when it was noted to have a leak below the gauge inside the indeflator. Another indeflator was used to successfully complete the procedure. There was no patient adverse effects and no clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined.there is no indication of a product quality issue with respect to manufacture, design or labeling.